Event description:
Subacute thrombosis occurred in connection with the placement of a cypher sirolimus-eluting coronary stent. Two cordis drug eluting stents were placed in the ostial and anastamosis blockages. They were placed in conjunction with a boston scientific filter wire, ex. The device was removed after the case and no complications were reported. The pt was brought back the next day approx. 1 hour after discharge. Anticoagulation therapy was maintained. Upon catheterization it was found that the saphenous vein graft to the right coronary artery was occluded with sub acute thrombosis. Percutaneous coronary angioplasty was performed within the previously placed stents. The blockage was opened and flow was restored to the native vessel. Labs were rechecked post procedure: ckmb(32.2) and troponin (7.29) indicating ml.